Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The reported device was observed to be broken. No other visual defects were observed. Upon inspection of the photograph, the maquet engraving was not observed on the device. Based on the non-return of the device and the photographic evaluation, the reported failure "break" was confirmed. Additional information received 12- feb-2025- a review was conducted by supplier engineering department to look at all records for the ultima drives that we have received, and (B)(6) is not a serial number that we use for ultima-drives. In addition, all ultima drives are etched with maquet logo, we are not sure where the cts (as shown in the complaint picture) comes from. Per our specification, each ultima drive is etched with a maquet logo and a year month date serial number (please see below). This does not match with the (B)(6) that we received from the complaint. Since the device was not returned, we cannot verify that this was a supplier issue, as (B)(6) cannot be traced to any supplier lot and we are not even sure if the complaint in question was our device. The lot # as3080 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an open-heart avr procedure, ultima activator ii reusable drive mech base broke in half when attempting to adjust the retractor from the base. Part of the broken retractor still attached to standard blades partially fell into chest cavity. All pieces were removed by hand and accounted for. No additional incisions were required. A new device was opened to complete the procedure. There was a delay to open new device. There was no patient harm. Photo provided by complainant shows one end of the drive mechanism broken off and separated from the rest of the device. There is evidence of blood.